Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced premature ventricular contractions (pvc)s and symptoms when they were out and active and "felt getting a little winded" when attempts to go for walks. They felt like they were out of breath. Patient stated that they "thought something happened to the machine and they got really tired. The electrocardiogram (ECG) was not showing the pacemaker was sparking". Patient also stated that "they felt like the machine wasn't working" and went to the hospital. Their pulse rate was sixty-two and sixty-four." Doctor again reiterated that their heart was doing the work and the pacemaker "was not really on". " "doctor said sometimes it was double firing." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.